Manufacturer narrative:
The evaluation of the asset found the locking lever from the video connector socket was missing/broken; unable to connect due to excessive stress. Additionally, it is recommended the software and power switch are upgraded to the latest version. There is cosmetic wear from the top cover and a loose (fp ) gasket. The asset is pending repair. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset visera elite video system center was found to have a broken/missing locking lever of the video connector socket. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.